Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. In section b3, there is insufficient information regarding the procedure date; therefore, the article publish date was used. Section b4 currently captures the date of the medwatch submission to FDA. The date that the literature article first came to the attention of intuitive surgical, inc. (Isi) was 07-nov-2025. In section d4, there is insufficient information to determine the specific system that was used during the procedures with complications, thus, a generic xi system was reported. Citation: bourgeois, a., et al. (2025). Enhanced short-term outcomes after full robotic-assisted minimally invasive ivor lewis procedure compared to the hybrid approach. Journal of robotic surgery, 19(1), 198. Https://doi.org/10.1007/s11701-025-02345-x.

Event description:
A review of a literature article titled, ¿enhanced short-term outcomes after full robotic-assisted minimally invasive ivor lewis procedure compared to the hybrid approach¿ was performed. The article involved a prospective study that included 59 consecutive patients who underwent robotic-assisted minimally invasive esophagectomy (ramie) procedures. Twenty-seven patients were in a hybrid-ramie group and 32 patients were in a full-ramie group. The study evaluated the short-term outcomes of robotic-assisted esophagectomy procedures from january 2017 to october 2024. The article noted that during the da vinci-assisted xi surgeries, the most frequent complication was an anastomotic leak, which was observed in 9 patients. Among these cases, 3 patients experienced grade-3 leaks requiring reoperation; 5 patients had grade-2 leaks that were managed through endoscopic treatment; and 1 patient had a grade-1 leak treated endoscopically. Additionally, one patient with an anastomotic leak, developed severe pneumonia necessitating reintubation. Another patient in the full-ramie group experienced life-threatening pneumonia as well as an anastomotic leak that required surgical intervention. There were no specific da vinci device malfunctions reported, and no indication that intuitive surgical, inc. (Isi) products caused or contributed to any adverse event. Isi has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.